Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular shell implant at this facility. The device was explanted. Indications: pt had increasing pain in the acetabulum with start-up pain, and all the symptomatology of a loose sulzer acetabulum. X-rays have confirmed same. Preoperative diagnosis: loose sulzer acetabulum, left total hip replacement. Postoperative diagnosis: infected left total hip with loose sulzer acetabulum, left total hip. Operation performed: debridement with removal of left total hip replacment. Operative findings: purulent material in the hip. The acetabulum was grossly loose. A gram stain showed gram-positive cocci in terms of two colonies and the frozen section showed signs of inflammation and questionable bacteria. For this reason, pt had removal of the entire prosthesis, with an insertion of spacers. The acetabulum was grossly loose with with a lot of inflamed tissue around it. The frozen section came back suggesting acute inflammation with bacteria preventing the implantation of another prosthesis. Depending upon pt's condition, re-implantation will occur in six weeks minimum.